Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report. A voluntary field corrective action (FDA class 1 recall z-1035-2016) has been initiated for all glidescope video laryngoscope titanium single-use blades for all lots manufactured and distributed from (B)(6) 2014 to (B)(6) 2015. Due to component variability in the video signal path, a small percentage (est. (B)(6)%) of the blades exhibit an excessive video 'flickering behavior', resulting in a potentially harmful delay in intubation of a trauma patient. No deaths or serious injury directly attributable to the device have been reported. An automated final test procedure has been implemented to screen out this malfunction mode prior to final packaging.

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s3, the screen had lines across it and was flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.